Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-02997 , 2015691-2018-02998. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the reason for migration was borderline valve size and asymmetric calcification with inadequate anchoring of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: rheude, t., pellegrini, c., michel, j. Et al. Clin res cardiol (2018). Https://doi.org/10.1007/s00392-018-1301-8.

Event description:
As reported by our affiliates in (B)(4), per article: "late migration of edwards sapien 3 transcatheter heart valves, mechanisms and transcatheter treatment options for a rare phenomenon": a 26mm sapien 3 valve was implanted by tf approach. Three and a half months later, patient was admitted to the emergency department with worsening heat failure (nyha class iii). Tte showed severe pvl. Tee and msct revealed pronounced migration of the thv into the left ventricular outflow tract. The treatment strategy was to perform a tf valve in valve with a 29mm sapien 3 valve. Intraprocedureal angiography and post-interventional echocardiography revealed excellent short-term results with good prosthesis function. Good valvular function was maintained at 30 day and 6 month follow-up. The reason for migration was borderline valve size and asymmetric calcification with inadequate anchoring of the sapien 3 valve.

Manufacturer narrative:
After additional review, this complaint is a duplicate of manufacturer report no 2015691-2017-03536. This complaint will be voided as a duplicate complaint. Any new or additional information will be reported under manufacturer report no 2015691-2017-03536.